Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) implanted: explanted: product type recharger product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type accessory product ID cd9000 lot# serial# (B)(6) implanted: explanted: product type accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: the event date is unknown. Concomitant medical products: other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(4), product ID: cd9000, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cord that plugs into the back of the dock broke and "smooshed" into the charging port of the dock. The manufacturer representative (rep) stated that the patient has been needing to use pliers to "hold it out." Additional information was received from the manufacturer representative (rep) reporting that the patient has not received any replacement equipment. After several attempts, the rep merged the patient's brother/caregiver (patient rep) on the line and they reported that the wr cable did not break, and that the actual issue was that the 2 pins in the dock got pushed inside the circuit board of the dock. As a result, the wr would not charge because it was unable to make contact with the 2 pins on the dock. The patient's hcp gave the patient a model 37751 recharger to use in the meantime. The patient rep mentioned that they were able to get the wr to take a charge for about a month because they took the dock apart and got the 2 pins to push back out of the circuit board. However, once that "fix" failed, the patient started using the model 37751 recharger to charge their ins. The patient rep mentioned that the patient is (B)(6) years-old and has parkinson's that can "get the best of him sometimes," so the patient struggles with the wr because they don't always know if the wr is charging the ins, even if they think they have the wr positioned over the ins. For that reason, the patient rep stated that they want the patient to go back to having a non-rechargeable ins. The rep mentioned that the patient's neurosurgeon has been working on getting the patient back to having a non-rechargeable ins. A replacement charging dock was sent. Additional information was received from a manufacturer representative (rep) on 2021-jul-29 reporting that the patient received the dock replacement, but the wr still would not charge properly. The patient's brother reported that the battery indicator lights on the wr were scrolling up and down rapidly while the wr was docked, and the wr would not power on after they lifted it off the dock. They had plugged the wr cable into a different adapter to see if that would resolve the issue, but it did not. They added that the patient was hospitalized last night because they were shaking, and the hcp at the hospital told them that the patient was shaking because the ins had turned off due to the ins battery depleting. The patient's brother stated that the ins battery depleted because the patient was unable to charge it due to the issue with the wr not charging properly. The rep was able to help the patient get their ins charged and turned back on using a model 37751 recharger. The patient was no longer shaking. During the call, they were instructed to connect the wr cable to the adapter it came with, but the issue persisted. They pressed and held the wr power button down for 10 seconds while it was docked and then had them try to power on the wr after lifting it out of the dock, but the issue persisted. The patient's brother pressed and held the wr power button down for 30 seconds while it was off the dock, but the issue persisted. They confirmed that the wr did not appear to be damaged, but they did mention that there may have been some "fair wear and tear." They requested to have both the wr and dock replaced due to the patient being inconvenienced with the wr and dock issue, and they want to ensure they receive a fully functioning wr and dock. A replacement wr and charging dock was sent.